Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was a sporadic failure (failure could not be confirmed but occurrence was likely. The biopsy channel/forceps channel had a slow leak due to damage (scraped) due to repeated insertion/removal of a brush or endotherapy accessory. It was likely the scope was insufficiently or incorrectly reprocessed and used for next procedure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the biopsy channel on the evis exera ii gastrointestinal videoscope may have been torn as some black materials were coming out the scope. The issue was found during maintenance in the reprocessing room. No reported patient harm involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the forceps channel becoming ruptured during user handling and material inside the endoscope escaped through the rupture. The event can be detected/prevented by following the instructions for use which state the following: "if a stream of air bubbles is emitted from the air/water nozzle even though the air/water valve is not being operated and the distal end of the insertion tube is 10 cm or more below the surface of the sterile water, there may be an irregularity in the air feeding function. If the endoscope is used while air is continuously fed, over-insufflation and patient injury may result. If air bubbles are emitted from the air/water nozzle, remove and reattach the air/water valve correctly, or replace it with a new one. If this fails to stop air bubbles from being emitted, do not use the endoscope, as there may be a malfunction. Contact olympus." " when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." Olympus will continue to monitor field performance for this device.